Event description:
Additional information received on 22feb2019: the rupture was approx. 30mm-35mm from the most proximal line of the deformed zta. It was proximal to the zta-d stent graft, but that location was once covered with the zta. After deformation of the zta, the location was covered only with the relay¿s sg. It¿s unlikely that the rupture caused the cardiac arrest. As stated earlier, the bleeding at the impending rupture-like finding was not large enough to be a cause of cardiac arrest or hemorrhagic shock. Additional information received on 21feb2019: new physician's comment: autopsy was not conducted. The biggest factor was retrieving the delivery system without taking a step of fluoroscopic confirmation. At any rate, it was consequence of lack of confirmation/checking/verifying, so it's not a device failure. However I would like the investigation result of the delivery system in question. I wanted to be informed of similar cases/phenomenon if you had, but if this was the first case, it's not cook's fault.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Manufacturers ref# (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: an (B)(6) female patient underwent descending thoracic aorta aneurysm repair. The distal neck was as short as 5mm- less than 10mm. The access vessel was replaced with an artificial vessel due to an abdominal aortic aneurysm repair in the past, so the condition was not so good but the delivery system was deliverable. To place two stent grafts from the descending thoracic aorta to the superior mesenteric artery (sma), the physician placed bolton medical's relay (B)(4) in the proximal side first and then placed the stent graft of zta-d-42-204-w1 at the target point above the sma, as labeled. During removal of the delivery system, the resistance became stronger, but the physician thought it was because the tip of the system got caught in somewhere/something, either because there was a tortuous points in the placed stent graft and the artificial vessels in the abdominal aorta, or because of the small access vessel. However the resistance became stronger, so another physician attempted to remove the delivery system. He could have removed the entire delivery system, but the proximal side of the stent graft (zta-d-42-204-w1) was not at the deployed site. Migration of the stent graft was suspected at this point. The physician planned to do bridging with another stent graft following the bypass surgery for both the renal arteries and the sma with the right iliac artery, so the procedure was converted to open surgery. However, due to difficult positioning of the right renal artery (it was located in too dorsally) he changed the plan to remove the stent graft (zta-d-42-204-w1). He planned to cut off only the distal bare stents from the stent graft, pull down the grafts, remove the entire stent graft and look for the bare stents. However, he could not find the distal bare stents, so he checked the fluoroscopy images and found out that the proximal edge of the stent graft had possibly turned inwards to a great extend. In this case, removing the stent graft would be difficult, so he started considering going back to the original plan (bypass + bridging). At this point, the patient suddenly went into cardiac arrest. Cardiac massage started but dilatation of the pupil was observed. Aorta rupture was highly possible judging from the situation, and so a balloon was inflated in the placed relay's stent graft to control the bleeding. Thereafter, an impending rupture like finding in the thoracic aortic aneurysm was confirmed by means of aortography. However this impending rupture like finding was located a bit further from the stent graft (zta-d-42-204-w1), and the physician thought it was not big enough to have caused the cardiac arrest. It was possible there were other causes like brain infarction, but the exact cause or bleeding location was unknown. The blood pressure recovered thanks to the balloon control, but the physician determined that the patient would not tolerate the bypass surgery, so he completed the procedure without further treatment and the patient was admitted to the intensive care unit. Late at night the patient expired due to hemorrhagic shock. Patient outcome: the patient expired due to hemorrhagic shock.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: two stent grafts were planned to be placed during an aneurysm repair of the descending thoracic aorta. First, bolton was placed, then zta-d-42-204-w1. The user experienced strong resistance during removal of the introduction system of zta-d and thought the dilator tip was caught somewhere. Another physician attempted to remove the system and succeed. However, the proximal edge of the stent graft was not at the deployed site and it was confirmed on fluoroscopy images that the proximal edge was inverted. The user considered doing an open surgery but the patient went into cardiac arrest. Cardiac massage was started and an impending rupture-like finding, proximal to the stent graft, was confirmed by aortography. The blood pressure recovered and the user completed the procedure without further treatment, due to patient's condition, and the patient was admitted to ICU. In the night, the patient deceased due to hemorrhagic shock. Additional comments from the user and area representative explain that it was not a device failure but lack of fluoroscopic confirmation before retrieving the introduction system and that the impending rupture-like finding was not large enough to cause cardiac arrest or hemorrhagic shock. Pre-implantation cta, video fluoroscopy/angiography clips from implantation and open conversion, a single angiographic image and a line drawing were provided and reviewed by an expert imaging reviewer. Zta-d involution and twisting was confirmed. The proximal graft was pulled inferior and twisted from t12 through mid l3. This is consistent with the complaint report narrative that the graft was never fully released or caught on the introduction system while the introduction system was forcibly removed. Additionally, the implantation path from the left iliac bypass limb required the introduction system to advance through four 90-degree bends. The tortuosity was severe with a tortuosity incessant of 1.38. The complaint device was returned and there was clear evidence of biomaterial on the device. The sheath was retracted towards the handle and the bottom cap, the white tube connected to the dilator tip (uat) and dilator tip and parts of the proximal wires were visible. The stent graft was not returned. There were scratches on the sheath and contractions on large parts of the visible uat. No damage was observed on the dilator tip. Additionally, the three proximal wires were visible going out of the uat first hole and not going into the anchoring hole of the uat again. When examining the blue rotation handle, it was not fully rotated in step 3. About half a round was rotated before the stop was felt. During the rotation to stop, the three proximal wires were retracted and disappeared into the uat. Based on the returned product findings, nothing indicates that the dilator tip was caught insight the patient during removal of the introduction system. The appearance of the scratches on the sheath likely indicates that the introduction system was advanced in a tortuous and calcified patient anatomy. Moreover, as the evaluation of the product found that step 3 was not fully performed, and that the proximal wires were still going out of the uat first hole, it is likely that the cause for the described infolding and misplacement of the stent graft was because the proximal wires were still attached to the proximal end of the stent graft when the introduction system was removed from the patient. Per the IFU/package insert, turn the blue rotation handle in the direction of the arrow next to label 3 until a stop is felt and the proximal end of the graft opens. If difficulty is encountered rotating the blue rotation handle, refer to section 2 (12). Release troubleshooting for instructions on how to disassemble the blue rotation handle. Additionally, the IFU describes that "appropriate procedural imaging is required to successfully position the zenith alpha thoracic endovascular graft and ensure accurate apposition to the aortic wall." And that "fluoroscopy should be used during introduction and deployment to confirm proper operation of the introduction system components, proper placement of the graft, and desired procedural outcome". Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.